Manufacturer narrative:
Follow-up received on 08-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal and pelvic pain. Plaintiff intends to have coils removed by hysterectomy. These events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Other non-serious events were informed. The ptc results concluded unconfirmed quality defect. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 10-may-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Plaintiff experienced severe abdominal and pelvic pain, back pain, migraines, painful intercourse and possible nickel allergies. Plaintiff intends to have coils removed. She is waiting for insurance to refer gynecologist for removal surgery. Hysterectomy or similar removal procedure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal and pelvic pain. Plaintiff intends to have coils removed by hysterectomy. These events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Other non-serious events were informed. A product technical analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), abdominal pain ('severe abdominal pain') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraines"), dyspareunia ("painful intercourse"), allergy to metals ("possible nickle allergies"), genital haemorrhage ("genital bleeding"), abdominal pain lower ("abdominl pain lower"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, pelvic pain, back pain, migraine, dyspareunia, allergy to metals, genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: (B)(6) 2014 (discrepancy noted. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Amendment: the report was amended for the following reason: from deletion case (B)(4) all source documents reporters events device dislocation , genital bleeding, abdominal pain lower, vaginal pain, vaginal bleeding, menorrhagia , all references are transferred to this cases (MFR control no) 2951250-2019-02251. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("migraines"), dyspareunia ("painful intercourse"), allergy to metals ("possible nickle allergies"), genital haemorrhage ("genital bleeding"), abdominal pain lower ("abdominal pain lower"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, migraine, dyspareunia, allergy to metals, genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: (B)(6) 2014 (discrepancy noted . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("migraines"), dyspareunia ("painful intercourse"), allergy to metals ("possible nickle allergies"), genital haemorrhage ("genital bleeding"), abdominal pain lower ("abdominl pain lower"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, migraine, dyspareunia, allergy to metals, genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 01aug2014 (discrepancy noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from mr. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.